Event description:
It was reported that the flow was getting bad after implantation.

Manufacturer narrative:
The value was patent, and passed leak and reflux/siphon testing. The value performance met all established specifications. The conditions of the complaint could not be duplicated by laboratory personnel. The catheter had no noted occlusions or tears. There were multiple tears on the inlet connector. The instructions for use that accompanies the valves cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.